Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the access site bleeding was determined to be patient condition as the patient was large and the repo sheath could not properly reach the vessel. The issue was resolved upon using medtronic sheath.

Event description:
The user facility reported a 84-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient developed a hematoma during impella cp support. When the bleeding worsened, the decision was made to explant the device. It was noted that the repositioning sheath was believed to be too short for the patient's large tissue track. Upon removal of the pump, a medtronic sheath was inserted in the right femoral artery and the bleeding stopped. However, due to the loss of blood, the patient experienced hemorrhagic shock leading to metabolic acidosis. Multiple blood products were given and six ampoules of bicarbonate were pushed to treat the metabolic acidosis.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿